Event description:
A malleable device was implanted in 1985, day not provided. Info received on 5/29/97 indicates the entire device was removed from the pt and replaced on 5/28/97 due to a "malfunctioning prosthesis".